Event description:
It was reported that an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained. There was no reported adverse impact to customer¿s blood glucose level.